Manufacturer narrative:
(B)(4). The complaint sample was returned to maquet. An inspection was performed on the complaint sample and the complaint event (damage port) was confirmed. The internal investigation determined that the event is associated with human error. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, medtronic (B)(4) reported that rotaflow centrifugal pump with lot number 70067599 had a damaged port. Reference: complaint (B)(4).